Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, glistenings could be observed in most patients. No patient injury has been reported. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).